Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At the (B)(6), school of medicine, the needle tip failed to penetrate the skin during an IV catheterization procedure, and a burr-like foreign object was subsequently discovered on the needle tip.